Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent auto-off alarms occurred. Reportedly, the contact believed that the customer had interacted with the pump within the 12 hour timeframe the auto-off alarm was set to and that the alarms were declared falsely. The customer's blood glucose level ranged from 200 to "high". The customer delivered insulin via the pump. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.